Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was powered on and the screen went black. The device was sent to the biomed. Per troubleshooting with technical support, the device had a faulty control panel. The device was to be repaired onsite.